Event description:
It was reported that a pump displayed system error 105. It was also reported that there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was received and evaluated by baxter. The reported symptom could not be reproduced during testing. The system error 105 was confirmed through the history log. The reported symptom was caused by severed motor mount screws. The motor assembly and screws were replaced.